Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the healthcare provider (hcp) that did the implant did a horrible job. The patient said she didn¿t know what the hcp did. The patient went home after surgery and was in so much pain she couldn¿t move. The patient called 911 and was taken to the emergency room. The patient stayed overnight for what she thought was one day. The patient ended up in rehab for a month and a half to two months because it ended up being a terrible back operation. The patient took therapy and everything else. The patient said she suffered all those years from when it was put in. The patient reported the hcp could not figure out what was causing the patient¿s pain. The pain was the reason the patient got the implant and the implant never helped with the pain. No further complications were reported.